Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and there was no telemetry and no output. No evidence of an internal mechanism for premature depletion was found.

Event description:
It was reported the battery had depleted in about 6 months. The patient¿s health had withdrawn in (B)(6) 2014 and upon interrogating the device, impedances measured to be 4,000 ohms. An x-ray was done to determine if there was lead breakage. The x-ray was ¿good.¿ the doctor reportedly wanted to know the reason behind the fast depletion of the battery within less than 9 months from implant. No elective replacement indicator of end or service message was noted, but interrogation with the device was not achieved. In early (B)(6) 2015, the patient not feeling therapy coverage and symptoms had reverted/therapy withdrew. The device was later replaced and the patient was still in the recovering period as of (B)(6) 2015. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).